Event description:
As reported, during surgery/impact, the surgeon used the talar impactor as recommended and realized the insert broke at one of the sides while impacting final talar implant. No other patient information reported.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
The fractured vantage lp impactor insert reported was likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device.